Manufacturer narrative:
The specific upn and lot number were not reported; therefore, the manufacture date and expiration date are unknown. However, it was noted that 71 patients had a 15-mm x 10-mm axios stent placed, and 9 patient had a 10-mm x 10-mm axios stent placed. Reported event stent migrated. Reported event stent occluded. Journal article: siddiqui a, et al. ¿eus-guided drainage of peripancreatic fluid collections and necrosis by using a novel lumen-apposing stent: a large retrospective, multicenter u.s. Experience (with videos)." Gastrointestinal endoscopy 2016; 83.4: 699-707. The devices have not been received for analysis; therefore, failure analysis of the complaint devices could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Boston scientific corporation became aware of multiple events through the article "eus-guided drainage of peripancreatic fluid collections and necrosis by using a novel lumen-apposing stent: a large retrospective, multicenter u.s. Experience (with videos)" written by ali a. Siddiqui, md, et al. According to the literature, cold axios stents were to be implanted in 82 patients to treat symptomatic pancreatic fluid collections (pfcs) during endoscopic ultrasound-guided pfc-drainage procedure. These procedures took place between (B)(6) 2012 and (B)(6) 2014. The axios stent was successfully implanted in 80 of these patients. 77 patients (93.8%) had transgastric drainage and 5 patients (6.2%) had transduodenal drainage. All procedures were performed with the patients under general anesthesia, and prophylactic antibiotics were administered during and after the procedure. The median duration of stent implantation was 2 months (range 1-4 months). All patients had a history of acute pancreatitis. The etiology of the pancreatitis was gallstone (49%), alcohol (30%), idiopathic (8%), autoimmune (1%), hypertriglyceridemia (10%), and drug induced (2%). The clinical presentation in patients who required drainage was abdominal pain, nausea and vomiting, anorexia, early satiety, and biliary obstruction. The mean age of the patients was 53.1 ± 15 years, and 33 (40%) were female. Twelve patients had a pancreatic pseudocyst and 68 had pancreatic walled-off necrosis (won). The pancreatic fluid collections were located in the pancreatic head (5%), pancreatic body and tail (84%), and pancreatic head/body/tail (11%). The mean size of the pfc was 11.8 ± 5.1 cm in the long axis (range 4.8-25 cm). 20% of patients had failed previous endoscopic or interventional radiology intervention prior to stent implantation. Three patients with pancreatic pseudocysts and six patients with won had concomitant transpapillary 5f pancreatic duct stents placed for suspected pancreatic duct leak. These were removed after 4 weeks with subsequent pancreatogram showing no contrast extravasation from the pancreatic duct. 22 patients with won had a nasocystic tube placed at the time of index endoscopy for lavage of the won. Two patients had stent maldeployment during the stent implantation procedure. Stent maldeployment was defined to have occurred when the distal flange of the stent was pulled out of the cyst wall during deployment. Both of these patients were undergoing stent implantation for drainage of pancreatic pseudocysts. For one patient, a fully covered self-expandable biliary metal stent (10 x 60 mm) was implanted through the original puncture site to drain the pseudocyst after the axios stent maldeployed. This patient did well and their pseudocyst completely resolved. The second patient developed pneumoperitoneum after failed transmural drainage due to the axios stent maldeployment. The axios stent was removed. The operator was then unable to successfully advance the guidewire into the pseudocyst cavity; therefore, another stent could not be safely placed. The patient was sent to surgery and had primary repair of the gastric perforation and a surgical cystogastrostomy. The patient recovered uneventfully. One patient developed an infection 2 weeks after stent placement. It was noted that this infection was probably a result of endoscopic manipulation. This patient required 6 follow-up endoscopic drainage sessions. Four patients with won experienced stent occlusion with debris that led to infection of the won cavity, requiring surgery. These four patients underwent successful surgical pancreatic necrosectomy. Two patients with won experienced spontaneous migration of the axios stent into the enteral lumen after resolution of the won. All stents were successfully removed from the patient using a snare or grasping forceps. There were no significant clinical ramifications of stent removal. The article did not provide any further information regarding these patients. If any additional information is received, a supplemental report will be filed.